Event description:
It was reported that the right atrial (ra) lead exhibited impedance that was high and undefined. A chest x-ray noted that the patient had pulled all of the slack out of both the ra lead and the right ventricular (rv) lead. It was reported that cause of the ra lead impedance issue was due to the set screw of the implantable pulse generator (ipg) not being tightened in the original implant procedure. It was noted that the pocket had massive amount of scar and it was extremely difficult to excise the leads to reposition. The ra lead was accidentally pulled out of the vein during this process. The rv lead also pulled back past the subclavian/superior vena cava (svc) curve and could not be readvanced. A decision was made to explant and replace the leads. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.